Manufacturer narrative:
(B)(4).

Event description:
It was reported that decreased r-wave and loss of capture were observed. X-ray revealed perforation. The lead was repositioned successfully. The patient condition is stable.